Event description:
The customer reported to baxter (B)(4) of fluid leaking from the blue air vent site of the vented paclitaxel set while priming with sodium chloride. There was no injury reported associated to this issue. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was functionally tested under water and no leak was observed. A batch review was performed on the reported lot with no deviations found. Therefore, no assignable root cause could be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.